Event description:
A dreamstation bipap avaps30 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, evidence of blower foam degradation was found by the service technician. Additionally, the service technician also noted error code 155: err_cpu_unhandled_exception was present. The device was scrapped by the service center after the evaluation was completed.